Event description:
It was reported that atrial impedance was high, at greater than 3000 ohms, and there was noise on the atrial lead. The hvb screw was found to be loose, and the physician was unable to put a wrench into the screw and grommet. Sensing difficulty was also noted. The device was explanted and replaced, and the atrial lead remains in use. There were no reported patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; analysis noted the grommet was damaged.